Manufacturer narrative:
The thermogard ivtm console (s/n (B)(4)) was evaluated by zoll service at the customer site. The reported complaint that glycol inside the thermogard console coldwell had turned green was confirmed during visual inspection. The root cause of the reported complaint was saline spillage into the coldwell, attributed to user mishandling. The contaminated glycol was drained, and the coldwell was flushed and filled with fresh glycol to resolve the issue. During further visual inspection, it was noted that one of the rollers of the pump rotor was corroded. In addition, the pump raceway lid was cracked, the drip pan was missing, and the top cover deck was slightly cracked, all unrelated to the reported complaint. The corrosion on the pump rotor was most likely the result of a prior saline spill or leak in the raceway. The observed crack in the top cover deck, missing drip pan, and cracked pump lid are the result of user mishandling and neglect. No documented reports were found showing that regular preventive maintenance (pm) had been performed for this thermogard console since its initial placement in 2012. All the damaged and missing parts were repaired or replaced during service to resolve the observed issues. Also, it was noted that the customer was using a non-zoll power cord. Zoll service personnel advised the hospital biomed to replace the cord with a zoll power cord. A review of the event log data revealed one mid:09 (air trap assembly) error message, unrelated to the reported complaint. The most likely root cause for the observed mid:09 error was due to a saline spill on the air trap sensor board. Initial functional test could not be performed prior to service due to discolored glycol and corroded pump rotor. Following service, the thermogard console passed all tests with no issues and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During device check, it was noted that the glycol inside the coldwell of the thermogard xp ivtm system (s/n (B)(4)) had turned green. No patient involvement.